Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while they introduced the clip machine in order to clip the cystic duct, the seal and cannula was broken. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.